Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient home was struck by lightening which caused explosive surge and physical damage to the merlin.net transmitter. The power cord was blown out of the power outlet. The device was replaced.

Manufacturer narrative:
The damage found was sustained during the event. The device was otherwise normal.